Manufacturer narrative:
(B)(6) 2016 03:02 pm (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). Updated the following sections.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would no longer cut and seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for lots 25117401, 25118473 and 25118647 the last three lots shipped to the account a year prior to the event date. There was no nonconformance recorded in the lot history which would be considered related to the reported event.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would no longer cut and seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.